Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, nausea and hormone level abnormal outcome was unknown and the pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, nausea and pelvic pain to be related to essure. The reporter commented: patient received treatment for events abdominal pain dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migration, hormonal changes, nausea, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received event injury updated to pelvic pain. Case was upgraded to incident. New events: abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migration, hormonal changes, nausea were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device - lower in tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena in 2011. Concurrent conditions included human papilloma virus test positive, pap smear abnormal, palpitations and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, nausea, hormone level abnormal, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown and the pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events: abdominal pain dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migration, hormonal changes, nausea, pelvic pain. Coils that appeared trailing into the uterine cavity was 4 and opposite tube was 7. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and fatigue. Historical drug and concurrent condition were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.